Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the resets was contamination on the battery pca, a shorted d2 diode on the bedside pca, and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the diode and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was unable to charge a battery pack.